Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/ / migrating in my terus') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6)2017, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain / pain in my back"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain") and psychological trauma ("psych injury"). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6)2017. At the time of the report, the device expulsion and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea and back pain had resolved. The reporter considered abdominal pain, back pain, device expulsion, dysmenorrhoea, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: it was reported that essure confirmation test(s) reported as unknown. She received treatment for pelvic pain /abdominal pain, back pain, dysmenorrhea (cramping), general abnormal bleed, migration. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: essure had migrated in uterus. Concerning the injuries reported in this case, the following one were described in patient¿s social media: device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: social media received : reporter information was added. Event "device dislocation was updated to "partial expulsion of device". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/ / migrating in my terus/migration of essure device location of device: myometrium') in an adult female patient who had essure (batch no. He01300) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, epigastric pain, back pain, nausea, tendonitis, foot injury, headache, dizziness, chills, neck pain, pain in extremity, diarrhea, shortness of breath, cough and knee pain. Concurrent conditions included foot pain, dysfunctional uterine bleeding, ear pain, sore throat, lumbar pain, muscular pain and foot pain. Concomitant products included trazodone and venlafaxine hydrochloride (effexor) for depression and anxiety as well as cetirizine since (B)(6) 2017, nsaids and topiramate. In (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain / pain in my back"), abdominal pain ("abdominal pain"), depression ("psych injury") and anxiety ("anxiety and mental anguish"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("back pain"). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, depression, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea and back pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: it was reported that essure confirmation test(s) reported as unknown. She received treatment for pelvic pain /abdominal pain, back pain, dysmenorrhea (cramping), general abnormal bleed, migration. Date(s) of insertion was updated as (B)(6) 2017. Date(s) of removal: (B)(6) 2017. Bilateral salpingectomy, surgical removal of coil(s) - right coil. Removed.(discrepancy) . Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: essure had migrated in uterus. Concerning the injuries reported in this case, the following one were described in patient¿s social media: device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jan-2020: mr received- new event abnormal bleeding (vaginal, menorrhagia), anxiety and mental anguish were added. Pt of psych injury was updated as depression. Lot number was added. Event onset date was updated. Medical history was added. Reporters information was added. Insertion date was updated. Concomitant drug was added. Concomitant condition was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/ / migrating in my terus/migration of essure device location of device: myometrium') in an adult female patient who had essure (batch no. He01300) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, epigastric pain, back pain, nausea, tendonitis, foot injury, headache, dizziness, chills, neck pain, pain in extremity, diarrhea, shortness of breath, cough and knee pain. Concurrent conditions included foot pain, dysfunctional uterine bleeding, ear pain, sore throat, lumbar pain, muscular pain and foot pain. Concomitant products included trazodone and venlafaxine hydrochloride (effexor) for depression and anxiety as well as cetirizine since (B)(6) 2017, nsaids and topiramate. In (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain / pain in my back"), abdominal pain ("abdominal pain"), depression ("psych injury") and anxiety ("anxiety and mental anguish"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("back pain"). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the device expulsion had resolved. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, back pain, depression, vaginal haemorrhage, menorrhagia and anxiety had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: it was reported that essure confirmation test(s) reported as unknown. She received treatment for pelvic pain /abdominal pain, back pain, dysmenorrhea (cramping), general abnormal bleed, migration. Date(s) of insertion was updated as (B)(6) 2017 from (B)(6) 2017. Date(s) of removal: (B)(6) 2017, bilateral salpingectomy, surgical removal of coil(s) - right coil removed.(discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan on an unknown date: essure had migrated in uterus. Concerning the injuries reported in this case, the following one were described in patient¿s social media: device expulsion batch no he01300 .production date 2017-01-27, expiration date 2020-01-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received: event outcome were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/ / migrating in my terus/migration of essure device location of device: myometrium') in an adult female patient who had essure (batch no. He01300) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, epigastric pain, back pain, nausea, tendonitis, foot injury, headache, dizziness, chills, neck pain, pain in extremity, diarrhea, shortness of breath, cough and knee pain. Concurrent conditions included foot pain, dysfunctional uterine bleeding, ear pain, sore throat, lumbar pain, muscular pain and foot pain. Concomitant products included trazodone and venlafaxine hydrochloride (effexor) for depression and anxiety as well as cetirizine since (B)(6) 2017, nsaids and topiramate. In (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain / pain in my back"), abdominal pain ("abdominal pain"), depression ("psych injury") and anxiety ("anxiety and mental anguish"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("back pain"). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, depression, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea and back pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: it was reported that essure confirmation test(s) reported as unknown. She received treatment for pelvic pain /abdominal pain, back pain, dysmenorrhea (cramping), general abnormal bleed, migration. Date(s) of insertion was updated as (B)(6) 2017. Date(s) of removal: (B)(6) 2017. Bilateral salpingectomy, surgical removal of coil(s) - right coil. Removed.(discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: essure had migrated in uterus. Concerning the injuries reported in this case, the following one were described in patient¿s social media: device expulsion batch no he01300 .production date 2017-01-27, expiration date 2020-01-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain") and psychological trauma ("psych injury"). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea and back pain had resolved. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: it was reported that essure confirmation test(s) reported as unknown. She received treatment for pelvic pain /abdominal pain, back pain, dysmenorrhea (cramping), general abnormal bleed, migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: reporter details updated and patient demographics were added. Updated essure indication. On (B)(6) 2017, she explanted essure. New events added -pelvic pain /abdominal pain, back pain, dysmenorrhea (cramping), general abnormal bleed, psych injury, migration. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.